Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) pairing failures while using the ilet, resulting in a pairing failed alert, a dosing stopped alert, and prolonged loss of automated dosing, after which a replacement g7 successfully paired but displayed high glucose. Symptoms included hyperglycemia with a recorded glucose value of 378 mg/dl accompanied by dry mouth. Outcomes included interruption of automated insulin dosing and the need for manual troubleshooting and sensor replacement. Investigation included guided troubleshooting of pairing settings and code entry, attempts to obtain a capillary blood glucose reading, and replacement and re-pairing of the cgm sensor. Investigation of this case revealed successful restoration of cgm pairing and continued high glucose that began to decline after pairing was restored. It was concluded that the event was attributable to a cgm pairing failure that interrupted ilet dosing until the sensor was replaced and paired, after which dosing could resume and glucose began to improve. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.